Manufacturer narrative:
Information was not available. (B)(6). The date of manufacture was not available. The actual device has been returned. Reliability engineering evaluated the device. A functional assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device had low power. The event was not reported to have occurred during surgery. It was unknown if there were any delays to a surgical procedure or if a spare device was available for use. No patient or user injury was reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.